Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer informs the advia centaur xp instrument was running for about one minute and suddenly smoke started to emanate from the rear of the instrument. The ccc specialist dispatched a siemens customer service engineer (cse) to the customer site. The cse performed troubleshooting and identified the foul odor from the power supply. Other components of the instrument were inspected, and no damage was noted. The cse replaced the power supply, and verified the instrument and quality controls (qc). No issues noted during testing and the instrument is fully operational. Siemens reviewed the event and concluded that the service performed by the cse solved the problem. The instrument is performing within manufacturing specifications. No further evaluation of the device is required.

Event description:
The customer informs that smoke emitted from the rear of the advia centaur xp instrument. The instrument was turned off and the power cable unplugged. There was no damage to property, and the laboratory evacuation was not necessary.there are no known reports of adverse health consequences due to the smoke emitted from the instrument.